Event description:
It was reported that the patient never experienced pain relief or therapeutic effect from the pump, despite have the pump dose increased. The patient also experienced low back pain down to her legs. The cause of this was indicated to be ineffective medication. On an unreported date, the patient had an MRI to rule out a pump problem and to check her back for additional issues. The MRI confirmed that her spinal stenosis had returned. Results pertaining to possible pump problems were not reported. A CT scan was done to see if there was any brain bleed. However, the date and results of this CT scan were not reported. The patient recently had the nerve endings in her sacral joints burned. The patient had severe pain issues since this was done. The patient experienced urinary retention, which start approximately one year prior to this report and came on gradually. In the 1-2 months prior to this report, the patient developed a stomach issue, which came on gradually. Details of this stomach issue were not provided. The patient used tums, prilosec and zantec for the stomach problems. The patient was having an endoscopic procedure to rule out stomach issues. She also ¿waters at the mouth¿, felt like she was going to vomit, and felt like her stomach ¿shuts down¿. Additional details related to these symptoms were not provided. The patient experienced nausea. The patient¿s physician told her that the morphine in her pump may have been slowing down her organs and causing the nausea. It was asked how long it took to be weaned off of pump medication. On (B)(6) 2014, the patient could not move or get out of bed. This had happened a few times since the pump was implanted. On (B)(6) 2014, the patient used her personal therapy manager (ptm) and did not get any pain relief, but she did experience nausea from using the ptm. The patient had an appointment on (B)(6) 2014 with her managing healthcare provider (hcp), where everything went well. Two days later, morphine 12 mg/day was discontinued from the pump and was replaced with dilaudid 1mg/day. The hcp was going to keep trying until he found something that worked for the patient. The patient was told that she would not experience withdrawal because they had ¿matched up¿ the doses. The bridge bolus was programmed to last until the following day. The patient did okay, but gradually got sicker, experiencing symptoms of nausea, vomiting, diarrhea, dizziness and a rash. At approximately 6:30 pm on (B)(6) 2014, the patient got really sick and was brought to the emergency room (ER), where she was confused and ¿didn¿t know anything¿. The patient was admitted to the hospital. The patient got progressively worse and was ¿completely out of it¿. The patient was given narcan and ¿really got bad¿, experiencing muscle twitching, sweating, mental declines, feeling paralyzed and an inability to breathe. The patient was given benadryl, solu-medrol and prednisone. At this time, there was no one available to interrogate the pump. As of (B)(6) 2014, the patient was still experiencing goose bumps, shakes, yawning, twitching, nausea, was scared and was still hospitalized. At that time, the patient was unable to contact her pain management hcp. The patient was in withdrawal for 3 days before she was seen by her doctor on her last day there. Per the patient¿s pump managing hcp, the cause of the patient¿s withdrawal symptoms were that she was on a high personal therapy manager (ptm) dosage and stopped using the ptm after being switched to hydromorphone. The patient was advised to use her ptm and, as of (B)(6) 2014, the issue had been resolved. However, no details pertaining to the patient status or outcome were provided. It was noted that the patient was considering having her pump explanted.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).